Event description:
A report was received that the patient was experiencing pain and erosion at the pocket site. The patient underwent a pocket revision procedure. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing pain and erosion at the pocket site. The patient underwent a pocket revision procedure. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient did not experience erosion at the pocket site. The ipg had migrated when the patient sat in a camping chair. The physician repositioned the ipg higher than the original placement.